Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This report represents the valve used during the case. Please reference related manufacturer report number: 2015691-2020-12223. UDI number: (B)(4). The investigation is ongoing.

Event description:
During implant of a 23mm sapien 3 ultra valve in the aortic position using transfemoral approach, the devices were prepared per IFU and the 14 fr esheath was inserted with no resistance. While advancing the valve and delivery system through the esheath, the physician felt there was the expected amount of resistance through the partially expandable portion of the esheath. After passing through that portion of the sheath there was an unusually high amount of force felt the rest of the way through the esheath. A bend in one of the valve struts approximately 45 degrees was observed once the valve exited the esheath. The valve and delivery system were pulled completely out of the esheath and then the esheath was removed. Upon removal of the esheath, a kink was observed as well as a tear along the seam of the sheath and visible detachment of the clear plastic seam. A new sheath was placed with no resistance. A new valve and delivery were inserted into the esheath without much resistance and the valve deployment was unremarkable. Upon removal of the second sheath used, no kink was observed and there were no obvious tears. The loader was able to be fully inserted into the sheath/sheath housing. The sheath insertion angle was unknown. The delivery system was in default position during insertion. The patient¿s access vessel mld was 7.3, had mild tortuosity and no calcification. The vessel was not pre-dilated. Sheath/ds access was from the left side. Right side had a high bifurcation.

Manufacturer narrative:
Review of 3mensio provided was performed and showed the patient had mild tortuosity and mild calcification in the access vessels. The devices were returned to edwards lifesciences for evaluation. During visual analysis of the returned valve, it was observed that one (1) strut was slightly bent outward at the inflow. All struts were exposed through the skirt since the valve was crimped and used. Gouges on flex tip were observed. The valve was expanded and it was observed the valve frame was damaged/distorted/canted. All the struts exposed through the skirt since the valve was crimped and used. The leaflets were torn and wrinkled due to the storage condition (prolonged crimping) during the return handling process. No functional or dimensional testing was able to be performed due to device return condition (frame damaged/distorted/canted). DHR review did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other similar complaints. A review of returned complaint history from june 2019 to may 2020 revealed other similar returned complaints. However, no manufacturing non-conformances were identified. A review of complaint history for the month of may 2020 revealed that the occurrence rate exceeded the control limit for the trend category. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for instructions/guidance for preparation and use of the devices: the user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Per the procedural training manual, delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length. Longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Thv retrieval back into sheath tip: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure the delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint was confirmed based on the visual inspection of the returned device. No manufacturing non-conformances were identified during evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigation's revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per imagery review, the patient had a calcified and tortuous access vessel. The presence of tortuosity and calcification can create a challenging pathway for delivery system insertion through the sheath and lead to resistance and high push force. This can be evidenced by the gouges seen on the flex tip. Additionally, the sheath was kinked upon removal. If the sheath was kinked during the advancement of the delivery system, it can lead to resistance. In such condition, excessive device manipulation to further advance the delivery system can potentially damage the valve. As such, available information suggests that patient factors (access vessel calcification/tortuosity) and/or procedural factors (excessive device maneuvering during delivery system advancement through sheath) may have contributed to the complaint event. The complaint for ¿frame ¿ damaged ¿ during use¿ was confirmed. No manufacturing non-conformances were identified. Available information suggests that patient factors (access vessel calcification/tortuosity) and/or procedural factors (excessive device maneuvering during delivery system advancement through sheath) may have contributed to the complaint event. Although the associated issue exceeded the (B)(6) 2020 complaint trending control limits per complaint history review of (B)(6) 2020, it found no device defects or manufacturing non-conformances. In addition, per management discretion, a risk assessment was initiated to capture the further investigation.